Event description:
Information was received that this smiths medical cadd legacy pump exhibited continues beep and unknown what was the cause. It was reported that no exceptional alarms were detected after performing a self-test of the pump. In additional information was received that the pump was working and now in use with the patient. No reported adverse effects.